Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and was evaluated by the product analysis lab (pal) for the customer reported issue of smoke coming from the back of the device. A review of the devices logs revealed no failure, malfunction or iipv events that could have caused or contributed to the reported difficulty. The device passed the homechoice return instrument test / evaluation (rite) electrical test, the rite functional test, and an internal / external inspection. The device was determined to meet functional and electrical performance specification requirements per rite testing. Multiple short simulated therapies were completed successfully. The pal evaluated the device and no failure or malfunction were identified that could have caused or contributed to the reported difficulty. The problem was not confirmed. The assignable cause of the problem is undetermined. The device was sent for normal servicing.

Event description:
The customer contacted baxter's technical service center to report smoke on a homechoice (hc) machine during use. The home patient (hp) stated that there appeared to be smoke coming from the back of the machine. The hp had the hc powered on for about 1.5 hours to warm the bags. The technical service representative (tsr) had the hp unplug the hc from the wall. The tsr initiated a swap of the machine. The hp has manual supplies and will have the registered nurse (rn) program. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was a patient involved, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.